Event description:
New information received indicated a re-occurrence of noise due to emi was noted on the ICD. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise due to suspected electromagnetic interference (emi) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.